Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was implanted with a bifurcated and a suprarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of unknown endoleak (possible 3a or/and 3b). On (B)(6) 2018, the physician elected to reline the original implanted devices with ovation main body, extender and two (2) limbs stent grafts. During the secondary procedure, the physician mentioned that the patient had a peripheral intervention at some point with stents placed in the right iliac artery. He noted the main body was considerably foreshortened, and felt that during the peripheral intervention, that "something" had happened to the graft". Possibly wire entrapment with aggressive removal could have possibly caused the foreshortening. The patient was reported in good condition post secondary procedure. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of type 3b endoleak, complete distal stent buckling and stent cage dilation of the main body stent. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable post-secondary endovascular procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.